Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA. Device not available for evaluation.

Event description:
The device was used during an unspecified procedure on the pancreas. Reportedly, staples were not present when the device was fired. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.